Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the 2012 study by georgiou et al. "Does choice of head size and neck geometry affect stem migration in modular large-diameter metal-on-metal total hip arthroplasty? A preliminary analysis" evaluated the early migration behavior of the cementless profemur e modular stem in a cohort of 125 hips, all implanted with large-diameter metal-on-metal bearings and various modular neck orientations. Among the entire group, only one true device failure was reported: a case of aseptic loosening of the profemur e stem that required revision surgery. The authors attributed this failure to inadequate primary fixation resulting from the stem being undersized, which led to excessive early subsidence and loss of mechanical stability. In addition to this confirmed failure, the study identified four additional cases in which stems exhibited distal migration greater than 2.4 mm at the two-year mark, a threshold considered predictive of future aseptic loosening. Although these four cases did not yet meet criteria for clinical failure or revision, they represented high-risk scenarios and were flagged as potential early indicators of fixation compromise. Importantly, the study found no evidence that the choice of neck geometry (varus, valgus, anteverted, retroverted, or double-angled) or head diameter influenced stem stability or the likelihood of early migration. Instead, the analysis showed that low midstem canal fill "meaning insufficient contact between the implant and the surrounding bone" was the primary factor associated with migration. This finding highlights the importance of achieving proper metaphyseal fit during implantation of the profemur e stem. Overall, the georgiou 2012 study documents one confirmed profemur e device failure related to undersizing and four additional at-risk cases due to excessive subsidence, while providing strong evidence that early migration patterns are driven largely by implant sizing and canal fill rather than modular neck configuration or head size.